Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the posterior cuff miss occurred during the needle deployment as evidenced by the posterior cuff remaining in the foot pocket. There was no needle strike mark observed at the posterior foot, suggesting that the posterior needle was deflected away from the posterior foot during needle deployment instead of engaged with the posterior cuff inside the posterior foot pocket as intended. Because the posterior needle did not engage with the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle as indicated by damaged anterior cuff tabs. One of the anterior cuff tabs was broken off and not returned with the device. Cuff tabs measure one one-hundredth (0.01) of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. The posterior cuff miss and subsequent anterior cuff-to-needle tip detachment would result in a failure to retrieve the suture. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. Contributing factors for needle deflection that resulted in the posterior cuff miss and subsequent the anterior cuff-to-needle tip detachment included, but not limited to, manufacturing deficiencies, challenging anatomical conditions, and incorrect deployment techniques. The needle trajectory of every device is verified during manufacturing. Also, during testing, the proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. The reported calcification present in the artery could have contributed to the posterior cuff miss. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. Although, there was no definitive evidence in the evaluation of the returned device to suggest incorrect deployment technique, based on the reported information and successful test of the devices needle trajectory and during manufacturing, the probable cause for the posterior cuff miss and subsequent anterior cuff-to-needle tip detachment is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality deficiency was detected. A review of the finished device lot history record did not reveal any nonconforming material records for this lot and there have been no other incidents reported for this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information. (Two) perclose proglide devices are being reported under separate medwatch report numbers.

Event description:
It was reported that a physician attempted placement of three proglide sutures using the pre-closure technique prior to abdominal aortic aneurysm procedure in a calcified common femoral artery. Reportedly, when the three proglide devices were removed, no sutures were attached, a cuff miss occurred. Three additional proglide devices were used to achieve hemostasis following the interventional procedure. There was no reported clinically significant delay in the entire procedure. There were no reported adverse patient sequelae. The physician is reported to be in-training in the use of the proglide device. A 6fr sheath was used. No additional information was provided.